Event description:
Patient receiving her 2nd unit of blood. The rn stayed with the patient for the first 20 minutes of the infusion with no difficulties noted. When the pump rang infusion complete there was still 3/4 bag of blood left in the bag. Remaining blood discarded. The patient was unharmed. Manufacturer response for infusion pump, 400es (per site reporter): b. Braun was on site for other pump malfunction issues and likely was made aware of this issue but cannot confirm.